Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a pt. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech reported the ventilator diagnostic log showed a diagnostic code that indicated a +24 volt failure. The ventilator is under evaluation and repair is still in progress.